Manufacturer narrative:
Investigation : the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause : the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during the procedure. Though not conclusive, it is possible that an air block or occlusion in either the platelet or plasma line occurred near the beginning of platelet collection. While the signals for the level sensors in the return reservoir do not indicate any excess diversion of fluid from the channel into the return reservoir during platelet collection, the rbc detector signals indicate that the channel interface was disrupted and was not able to operate at steady state.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during the procedure. Though not conclusive, it is possible that an air block or occlusion in either the platelet or plasma line occurred near the beginning of platelet collection. While the signals for the level sensors in the return reservoir do not indicate any excess diversion of fluid from the channel into the return reservoir during platelet collection, the rbc detector signals indicate that the channel interface was disrupted and was not able to operate at steady state. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.